Event description:
It was reported that you can't see through the device. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - an evaluation was performed by the supplier and could confirm the customer complaint for can't see through the device. A visual inspection was performed and showed the scope to have distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.